Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: peeling of the coating on the operation wire was likely caused by factors such as the coating part being rubbed against a hard object during use or reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rotatable clip fixing device exhibited peeling of the operation wire coating. There was no patient involvement.